Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm. During pre-procedure imaging, fluid in the transverse sinus was noted. The patient had difficult anterior chicken wing-shaped anatomy. Transseptal access was inferior and mid. The patient's activated clotting time (act) levels were between 250 and 350 seconds. The patient's left atrial pressure was 12 mmhg. Heparin was administered. After two deployment attempts, it was determined that the occluder was sized too large. The occluder was partially re-captured to a ball as a new 25mm amplatzer amulet left atrial appendage occluder was opened and prepared. During preparation it was noted that the localized fluid in the transverse sinus was larger than baseline. The 28mm occluder was removed from the patient and the procedure was aborted. Further imaging showed fluid build-up in the left ventricle. A pericardiocentesis was performed and 130ml of fluid was drained. The patient status was stable. The physician believed the first occluder worsened the pericardial effusion.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm. During pre-procedure imaging, fluid in the transverse sinus was noted. The patient had difficult anterior chicken wing-shaped anatomy. Transseptal access was inferior and mid. The patient's activated clotting time (act) levels were between 250 and 350 seconds. The patient's left atrial pressure was 12 mmhg. Heparin was administered. After two deployment attempts, it was determined that the occluder was sized too large. The occluder was partially re-captured to a ball as a new 25mm amplatzer amulet left atrial appendage occluder was opened and prepared. During preparation it was noted that the localized fluid in the transverse sinus was larger than baseline. The 28mm occluder was removed from the patient and the procedure was aborted. Further imaging showed fluid build-up in the left ventricle. A pericardiocentesis was performed and 130ml of fluid was drained. The patient status was stable. The physician believed the first occluder worsened the pericardial effusion.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and pericardial effusion was reported. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. Information from field indicated that the patient had difficult anterior chicken wing-shaped anatomy. Field indicated that after two deployment attempts, it was determined that the occluder was sized too large. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. The reported unexpected intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.